Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing oozing at the ipg site. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted. The patient was prescribed antibiotics upon discharge.

Event description:
Follow up information identified the infection has not resolved and the patient continues antibiotics.